Manufacturer narrative:
This report is filed june 23, 2016.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
(B)(4).